Event description:
Kimberly-clark received a report from france, stating, "3 wires break at the moment doctor want to close bumper of saf-t-pexy" another kit was opened to complete the procedure. No report of injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record could not be reviewed as the lot number provided by the customer does not belong to ppk introducer kit.the device was not returned to kimberly-clark for analysis, therefore we are unable to determine an exact root cause for this reported incident.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.